Event description:
It was reported that the device was used during an cholecystectomy, the pouch broke easily. Another device was used to complete the case. There were no adverse consequences to the patient.